Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on the available data, there is no indication that the estradiol results are wrong. There is no indication of a generic reagent issue or sample interference.

Event description:
The customer reported that they received questionable results for three samples from the same patient tested for estradiol (e2) on an e411 analyzer. The sample results were believed to be incorrect based on the amount of fertility medication provided to the patient. The first sample resulted as < 5.0 pg/ml and this value was reported outside of the laboratory. The second sample, collected on (B)(6) 2015, resulted as <5.0 pg/ml and this value was reported outside of the laboratory. The third sample, collected on (B)(6) 2015, resulted as <5.0 pg/ml and this value was reported outside of the laboratory. The sample was repeated with a dilution on the analyzer, resulting as <5.0 pg/ml. The patient was provided additional fertility treatment medication based on the erroneous results. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). The customer declined a service visit.